Manufacturer narrative:
Additional information received on 23 march 2017 and includes: pathogen confirmed as staph. On 31 march 2017, the medical affairs director performed a clinical evaluation and commented as follows: late infection in cemented tka, 2 years after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch review performed on 19 april 2017. Lot 114146: (B)(4) items manufactured and released on 22 february 2012. Expiration date: 2017-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully.